Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an error code on the insulin pump. Customer's blood glucose level was 141 mg/dl. Customer was advised to remain disconnected from the pump. Customer stated that the drive support cap was sticking out and the pump was missing the dome label. Customer was advised to discontinue use of the pump. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. No additional information provided.